Event description:
It was reported that a balloon rupture occurred. A 10/3.25 flextome® cutting balloon® monorail was used to treat the target lesion located at the proximal end of the left circumflex artery. During the procedure, the device was inserted to the target lesion and the balloon was inflated at 10atm for 5 seconds. It was then noted that the balloon ruptured. The physician then removed the balloon with no issue to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).